Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient was unable to set the ipg to MRI mode, due to the ipg battery being too low. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient controller was showing low battery error message. It is undetermined if the ipg is exhibiting normal or premature depletion. No further information is available at this time.